Manufacturer narrative:
Initial reporter phone number - (B)(6). Field service specialist (fss) visited the account and performed a system checkout. Plastic was ok and all the ablation values are in specification. No artifacts observed. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with suboptimal results after hyperopic treatment in both eyes. Patient pre-op best corrected visual acuity (bcva) right eye: pre op bcva: 9/10, pre op refraction: +4,25 sphere. Left eye: pre op bcva: 7-8/10, pre op refraction: +5 sphere -2,50 cylinder@3. Patient was seen on (B)(6) 2016. Right eye: post op bcva: 8-9/10, post op refraction: -1,50 sphere -1,50 cylinder@10. Left eye: post op bcva: 7/10, post op refraction: -2 sphere.